Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and verified the reported problem. Fsr found the connector on the power supply was very loose and the connector was burned and the plastic was melted. The fsr replaced the connector. As a precaution the power supply was also replaced. The ventilator was operating correctly after these items were replaced. The trained avea biomed was going to put the ventilator back together and perform all required testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator re-boots itself when the compressor is activated, ventilator works fine on wall air. The customer stated there was no patient involvement.